Manufacturer narrative:
E1 - initial reporter phone:(B)(6). B3: date of event is unknown; no information has been provided to date. H3/h6: one pump was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal was damaged. Service history review identified the device has not been serviced in the past 12 months. Functional testing was not able to duplicate the customer reported issue.

Event description:
It was reported that the cassette is not recognized. There was unknown patient involvement reported.